Event description:
It was reported that the customer had a motor error alarm as well as a no delivery alarm on the insulin pump. Customer mentioned experiencing high and low blood glucose readings. Customer stated that when changing the site insulin did not drip and it was streaming out fast. Troubleshooting was not performed as the event was not occurring at the moment of the call. Customer's blood glucose reading at the time of the call was 43 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.